Manufacturer narrative:
Device evaluation summary: one cadd prizm vip pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Functional testing included simulated testing. Cassette was attached to the pump and delivery was performed. No interruption of delivery was observed. The customer's reported problem could not be duplicated. Based on the evidence, the complaint was not confirmed. The root cause was could not be identified.

Event description:
Information was received indicating that it was observed that this cadd prizm vip pump shuts off when the patient is trying to infuse. There are no known adverse effects.